Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the mid 200s (mg/dl) due to air bubbles getting into the syringe when loading the cartridge. Reportedly, the customer has an issue with their hands which contributes to the introduction of air bubbles into the syringe used to fill the cartridges. Correction boluses were delivered to address bg levels.